Event description:
It was reported that the 9800 system would not work in subtraction mode during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during a svc call. The sys was tested and found to be working as intended, and put back into svc.